Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent t wave oversensing being marked as premature ventricular contractions (pvc). Technical services (ts) reviewed noting functional ventricular pauses from max tracking rate to lower rate limit due to atrial sensed beats falling into post-ventricular atrial refractory period (pvarp). Ts recommended programming optimization to the health care professional (hcp). This crt-d remains in service. No adverse patient effects were reported.